Manufacturer narrative:
D9: date returned to mfg: 1/6/2024. One device was returned for evaluation. Visual inspection revealed a downstream occlusion (dso) seal bubble. Event history log review was not applicable. Functional testing was unable to replicate the reported issue; the pump was found to be functioning properly and delivering within specification. The root cause was unknown. No further actions were taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 and g4: 510k are unknown, h3: device has not been returned to manufacturer..

Event description:
It was reported that the pump was outside the tolerance range. No patient injury was reported.